Event description:
It was reported that the patient passed away. The patient¿s obituary listed the patient¿s death as (B)(6), 2014. Good faith attempts for further information from the physician were unsuccessful. The patient¿s death certificate was requested from the state¿s vital records department but it has not been received to date.